Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 400 mg/dl. Insulin pump had loss of communication issue with transmitter. Customer also stated that insulin pump and mobile are not connecting. It was unknown whether customer used auto mode. No further patient complications were reported. Transmitter will be returned for analysis and insulin pump will not be returned for analysis.